Event description:
It was reported that the right atrial (ra) lead had observations of high out of range pacing impedances greater than 2000 ohms and high thresholds thought to be due to a lead issue. The cardiac resynchronization therapy defibrillator (crt-d) minute ventilation sensor had subsequently oversensed the high impedance signal. The plan was to monitor, as the patient does not want to have a revision at this time. The system remains in-service. No adverse patient effects were reported.